Event description:
Caller reported that insulin gauge displayed an amount different than expected, showing 60 units instead of the caller's expected 120 units. There was no adverse impact to the customer¿s blood glucose level. Caller resolved the issue by loading a new cartridge and was advised by cts to call back if further active fill estimate issues occur.